Event description:
Pt being treated for lumbar discetomy and spinal fusion has two (2) ti curved soft rods implanted. During a follow-up appointment, an x-ray confirmed that the connection between the 6.0mm rod and 3d head had disengaged and become loose. Surgeon removed entire construct and revised with insitu fusion and bone graft (no instrumentation).